Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, during the implant procedure, positioning/fixating difficulties were encountered. The atrial lead was being placed in the right atrium. However, the physician noted j stylet did not appear to position the curve in the distal portion of the lead. Therefore, another j stylet (packaged with lead) was used and again same issue was observed. Consequently, this lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this reported event.